Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and the caller encountered errors 23007 and 23138. It was noted error 23138 specifically occurring on the patient side manipulator (psm) 1. Troubleshooting efforts to recover from the error were unsuccessful, leading to a system prompt to disable usm 1. The procedure could not be completed with three arms, prompting a conversion to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. System functionality was checked upon powering on, and the system initially powered on without errors. There was no need to increase port size incision or add additional ports, as the doctor continued to use the robot¿s port for endoscopic surgery. The procedure was converted due to the unavailability of continuing with robotic surgery, and the patient tolerated the change. No injury to the patient was reported. Patient demographics were not provided. Conversion to laparoscopic surgery to complete the procedure on (B)(6).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed and replicated. The unit was tested on an in-house system in normal mode with no related errors. The unit was tested on a patient side cart fixture test platform (pftp) where it failed the sensors check pointing to the yaw searchlight single axis (slsa) board with error 23007 and 23008. The complaint was replicated based on the failure analysis. The probable root cause is attributed to electrical issues caused by a faulty yaw slsa board located on usm.